Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. The reported problem was not confirmed and the cause was undetermined. If additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that a patient had air in their tubing without an alarm during peritoneal dialysis (pd) therapy. The home patient (hp) stated that they saw bubbles in the line and that they weren?t moving; hp was connected. No cause for the air in tubing was determined during troubleshooting. The technical service representative (tsr) assisted the hp with ending therapy on cycler so that they could setup with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.